Manufacturer narrative:
B1: added product problem, this was omitted in the initial report in error.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 65-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. Upon arrival to the ICU, hematuria was observed in the foley catheter. The md refused echocardiography despite hematuria. Later, the rn reported suction alarms on the impella, requiring a decrease in p level. The previous p level could not be restored despite fluid administration. Rn denied hemolysis in labs. Bloody secretions were reported from the endotracheal tube in addition to continued hematuria. The heparin drip was stopped. The impella groin insertion site was soft with no hematoma per rn. The rn informed the md, who continued to refuse echo at that time. Blood products were infused. The patient survived to explant. Hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by device position, underlying cardiogenic shock, and hemodynamic instability.